Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard pump had an "82" alarm. No patient involvement, injury or medical intervention was reported when this event was received. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log were performed. During power on self-test and alarm log review the 82 alarm was found. The cause of the condition was a damaged central processing unit. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.